Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 7atm and was replaced. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified blood inside the balloon. No issues identified with the hypotube shaft. No kinks or damages on pthe shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a longitudinal tear approximately 3mm long just proximal from the proximal markerband when inflated to rpb. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine IFU # 50482210-01 using the inflation aid, however, a leak was noted coming from the longitudinal tear near the proximal markerband. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 7atm and was replaced. The procedure was completed with another of the same device. No complications reported and there was no patient injury.